Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump history was missing bolus data. Reportedly, the contact observed the bolus being delivered, but was unable to view a record of the bolus on the pump history. The customer's blood glucose level ranged from 115-190 mg/dl. During a follow-up call on (B)(6) 2017, the contact reported that the customer was not always entering the bolus information into the pump and believes the reported issue was due to user error and that the pump was functioning as intended.